Event description:
The customer received blood glucose readings of approximately 300-hi using the contour. The paramedics were called due to the high reading. The customer did not have any symptoms. When the paramedics arrived they retested her on their meter and the reading was in the 20s. She was taken to the ER where she was retested, but she could not provide the reading. While still at her house she was given a glucagon shot. Later she was given a dextrose IV. She was admitted to the hospital for 3-4 days. The customer was advised to return the test strips for evaluation. New meter and strips were sent to her.